Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The additional absolute pro device referenced is being filed under a separate medwatch report number.

Event description:
It was reported that during deployment of an unspecified absolute pro self-expanding stent system (sess) the stent jumped forward, outside the target lesion. A second unspecified absolute pro stent was then deployed to treat the target lesion; however, the stent also jumped forward during deployment. The stent covered a portion of the target lesion. It is not known if an additional stent was deployed to treat the uncovered portion of the target lesion. No additional information was provided.

Manufacturer narrative:
D4. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for evaluation. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. The investigation was unable to determine a cause for the reported difficulty. It may be possible that the distal sheath was restricted or entrapped within the anatomy causing the stent to "jump" during deployment due to built-up tension within the shaft lumens of the delivery system resulting in a spring like release of the stent; however, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.